Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent damage was noted. The target lesion was located in the right coronary artery (rca). The 3.50x24mm liberte stent delivery system (sds) was pulled out of the packaging hoop without excess force. When the physician was ready to load the sds onto the wire, it was noted that the stent appeared to be damaged and pushed together. The device was not used and it never entered the pt. A 28mm length liberte sds was used to complete the procedure successfully. No pt complications were reported and the pt's current condition is listed as "fine".

Manufacturer narrative:
Eighteen years or older. (B)(4).